Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of stains on the inner tray was confirmed, but the exact cause is unknown. Two photographs were provided for investigation. The two images show the corner of what could be a hickman intermediate tray. The outer tyvek has been peeled back, exposing the unopened inner tray. The alleged stains were difficult to distinguish. What appears to be a light brown stain is visible on sections of inner tyvek lid that is sealed to the tray flange near the peel corner. Three red arrows are pointing to the stained areas. Two arrows point to the tray flange. One arrow points to an area of the tyvek away from the flange. After adjusting the contrast and brightness of the photos, the stains are more visible and more distinct. The contents of the trays are not visible. It is unknown if a damaged or corroded component within the tray contributed to the reported event. At this time, based on the limited evidence provided with the photographs and lack of a returned physical sample, it is unknown what caused the staining on the inner tyvek lid. A lot history review (lhr) of huxg0187 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the package was being opened, it was observed that there were some stains at the internal package, therefore it was not used.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: sample was received inside a polybag identified with complaint number. It was observed that the outer tray (B)(6) had been removed and attached with tape and a rubber band. Outer tray (B)(6) was removed and inner tray was found inside. The inner tray (B)(6) was found opened, left with only one side sealed, and marked with three (3) red arrows, identifying some stains found in it. From unaided visual inspection of the sample, it was observed that the internal and external surfaces of the inner tray (B)(6) lid were found to have a slightly yellow/beige stain. These stains were not observed on the outer tray (B)(6) lid. From visual inspection, it was also observed that both the inner and outer trays¿ sealing areas were intact, free of channels, free of holes, and free of damage. In addition to this, the sealing areas of both trays were measured and in the area where the least sealing area width was observed it measured 0.2615¿, which is in compliance with the minimum seal requirement of 0.215¿. The contents of the tray were inspected and there was no evidence of humidity or any other probable cause for the reported complaint. Components made of paper (instructions for use, patient care ID card) found inside the tray, showed no evidence of similar stains. No probable root cause could be determined at this moment from visual inspection. After visual inspection of the received unit it was determined that it complied with all the sealing requirements per approved procedures. The complaint is confirmed for the reported discrepancy of yellowing inner tray (B)(6) lid. The cause of the reported complaint is unknown.